Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the first day or 2 she had symptom improvement but on the 3rd day her retention started slowing back down and her symptoms became worse than before trial, on that day patient changed programs with rep then patient stated it just 'stopped'. The patient was not voiding at all by (B)(6) and had to use catheter. Patient changed back to her initial program and noticed some improvement but still worse than before trial. The patient felt symptoms are worse than prior to evaluation due to she was able to void more frequently daily prior to evaluation then she can now. The patient trial was due to retention.

Manufacturer narrative:
Updated.

Event description:
Additional information reported that the basic evaluation was unsuccessful , there was no malfunction with any product at all during the trial.